Event description:
A surgeon reports that cataract surgery with intraocular lens implant was performed along with vitreal surgery for macular degeneration vitreous hemorrhage. Following surgery the intraocular lens became progressively more hazy and the surgeon identified what he describes as a yellow stain on the lens. A lens exchange was performed eight days following the initial surgery. The lens was replaced with the same model. No problems have been reported for the patient since the exchange.